Event description:
It was reported that the 2 out of 3 foley catheters would not deflate and issue was found 2 weeks ago. Per follow-up via email on (B)(6) 2023, balloon would not deflate when checked before insert and 2 catheters from this lot performed the same and no harm was done. Per notification from ucc on 16feb2023, it was noted that the silicone foley catheter with batch# nggv4482 was returned for evaluation. Per additional information received via sample form on 21feb2023, it was reported that when testing the foley balloons to be sure they deflate, neither of these would deflate. Stated that they were not used and other catheters in the shipment were not defected.

Manufacturer narrative:
The reported event was inconclusive as no sample was returned for evaluation. It is unknown whether the device had met relevant specifications. It was unknown whether the product had caused the reported failure. Potential root cause for this failure mode could be user related (example: over aspirated, incorrect syringe/collapse lumen/sac close eye/valve damage). The device was not returned for evaluation. The lot number is unknown; therefore, the device history record could not be reviewed. The product catalog number for this device is unknown. Therefore, bd is unable to determine the associated labeling to review. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the device was not returned.

Event description:
It was reported that the 2 out of 3 foley catheters would not deflate and issue was found 2 weeks ago. Per follow-up via email on 26jan2023, balloon would not deflate when checked before insert and 2 catheters from this lot performed the same and no harm was done.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.